Event description:
The complainant placed an impella 5.0 pump for support of a patient admitted to a french hospital suffering from cardiogenic shock and cardiomyopathy. The pump was supporting for over two weeks when the pump sidearm had a luer located leak. The team troubleshot and removed the pump the following day. The patient survived the event.

Manufacturer narrative:
A.5 ethnicity is unknown. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation for the purge leak has been completed. No product or data logs were returned. However, based upon previous investigation with the same failure, the root cause of the purge leak was most likely a damaged sidearm, but the exact location of the leak is unknown since no product was returned.